Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that when connecting the tubing to the site, the clip that connects to the tubing became disconnected from the tubing connector after being clipped to site. At the time of the incident, the patient's blood glucose level was 200 mg/dl. Further, there was no damage when the package was first opened. Moreover, the patient replaced the infusion set and resumed insulin successfully. No further information available.